Event description:
When the physician advanced the stent via microcatheter, he found it was difficult to advance two thirds near distal of microcatheter. He tried several times, all failed. The stent system and the microcatheter were withdrawn from the patient. The stent had been released out of microcatheter through y-valve. The procedure was completed with a new one. Additional information received from the affiliate indicated that constant fluoroscopy was not performed during the entire time the enterprise was being delivered through the microcatheter. During delivery the introducer was seated correctly in the microcatheter hub. The same microcatheter was used to deliver the second enterprise. Resistance/friction was noted and additional force or manipulation was performed. No damages on the microcatheter that may have contributed to the event was noted. Microcatheter was not reshaped. There were no damages to the stent or delivery wire reported when removed.

Manufacturer narrative:
When the physician advanced the enterprise vrd (enc452812/10086765) stent via microcatheter, he found it was difficult to advance at 2/3 of the way; near distal end of microcatheter. Several attempts to deliver the stent were unsuccessful. The enterprise system and microcatheter were then withdrawn from the patient. The stent had been released out of microcatheter through y-valve. The stent was changed to another which was delivered through the same microcatheter to complete the procedure. During insertion of the first enterprise the introducer was correctly seated in the microcatheter hub. The microcatheter was not reshaped and there were no damages noted on the microcatheter and no damages noted on the enterprise delivery wire upon removal. One non sterile enterprise stent was received deployed inside a plastic bag without any visual damage. The introducer tube and the delivery wire were not returned for analysis. The enterprise stent was inspected under a microscope and no damages were found. The functional analysis could not be performed since only the stent was received. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10086765. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to deliver the enterprise vrd through the microcatheter cannot be evaluated since the delivery wire/introducer was not returned; only the deployed stent was returned. There were no damages found on the returned stent. The deployment of the stent during withdrawal was likely due to the procedural factor of the introducer not being reseated in the microcatheter hub during withdrawal. Seating the introducer in the hub provides an uninterrupted passage for the stent to move from the microcatheter back into the introducer. If there is a gap or the introducer is not seated, the stent will expand and deploy as it is withdrawn from the microcatheter. Without the return of the entire device the root cause of the reported event cannot be determined. With review of the analysis of the stent and the device history records there is no is no indication of any manufacturing issues impacting the event. Therefore no actions will be taken at this time.

Manufacturer narrative:
One non sterile enterprise stent was received deployed inside a plastic bag without any visual damaged. The introducer tube and the delivery wire were not returned for analysis. No anomalies were observed. The enterprise stent was inspected under a microscope and no damages were found. The functional analysis could not be performing due to the product received conditions. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10086765. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from (B)(4) medical on (B)(4) 2012. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire-impeded-in microcatheter" could not be evaluated due to the delivery wire was not returned. The failure stent deployment difficulty-premature/in microcatheter hub reported by the customer was not confirmed since the stent was not received in the microcatheter hub, however, the enterprise's stent was received deployed inside a plastic bag. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the sem analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.